Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was manufactured on december 2, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the related report could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, a system advisory displayed and poor suction and extrusion were experienced. The case was completed without patient harm.